Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 12f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture was placed at the 1 o¿clock direction, but instead of applying coaxial tension toward the patient, tension was applied proximally. When advancing the knot using the knot pusher, a suture brake occurred with a prostyle device. However, the knot was still able to be advanced to the vessel wall, and the prostyle suture was successfully pre-placed. The tavi procedure was completed using the same 12f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.